Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut down unexpectedly. There was no patient harm reported.

Manufacturer narrative:
Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) had shutdown - unexpected unspecified - able to turn back on without issue. There was a patient involvement but no harm reported. An alarm sounded and the machine went black and system got shutdown. After powering up the machine started normally and treatment continued. Getinge field service engineer (fse) evaluated the unit and unable to duplicate the issue. When fse gone through the fault log it contains fault 118. To resolve that cable coil cord was replaced as preventive maintenance. The defective components were received for further investigation. The failure analysis and testing dept. Cable coil cord, with a reported unit failure of the screen going black and an audible alarm. The fat performed a visual inspection and found the part to be in good condition. The fat tested in cardiosave test fixture to factory specifications per procedure number (B)(4) revision e and the cardiosave service manual part number 0070-00-0639 revision r. Extensively tested the part for 1 hour with no issues. Fat could not replicate the reported failure having a black screen and an audible alarm. Retaining the part in the failure analysis and testing dept. Per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.